Event description:
According to the event description: "therapy start date (dd / mmm / yyyy): (B)(6) 2025, therapy start time, (24 hour format) : 0120, incident drug name: IV augmentin 1.2g, incident, drug concentration (with dilution units) : 1.2g/100ml, incident date (dd, / mmm / yyyy) : (B)(6) 2025, incident time (24 hour format) : after 0200. Prescribed vtbi (volume to be infused, ml): 100mls but 110mls was entered to IV pump (the amount of antibiotic solution will increase with further dilution) prescribed dose or rate (ml/hr): 200ml/h. At time of incident, pump had air in line alarm, burette had 70mls left but pump reflected 40mls remaining vtbi. This case is for the burette involved in the incident."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4), premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History inspection: the infusion was started on 2025-06-24 at 01:24am with a rate of 200ml/h and a volume of 120ml. At 01:54am the infusion stopped because an air alarm occurred. At this time, 98,29ml was infused. The line was purged and the infusion was continued. A few minutes later, the pre-alarm "vtbi near end" occurred and the infusion was stopped. At this time, a volume of 103,9ml was infused. A new volume of 70ml was selected at 01:56am and the infusion was continued. At 02:08am a "air rate alarm" occurred and the infusion was stopped. The line was extracted. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,38 bar (should be: 0,1-0,7 bar), pressure stage 9: 1,11 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 2,00 bar (should be: 1,8-2,5 bar), pmin: 1,66 bar (should be: >1,5 bar). Safety clamp was checked: pmin: 1,82 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2.31% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). All measured values are within our specification. Disassembly: to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.